Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill test to reservoirs. No air bubbles and no occluded were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not working properly, they tried to fill reservoir and she cannot remove the air bubbles out by pushing the plunger. The customer¿s blood glucose was 138 mg/dl. The customer was advised to expect to receive first the return materials within 3 business days and customer will be sending it back till the replacement arrives. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoirs. No air bubbles and no occluded were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).